Manufacturer narrative:
Correction: h11: sus voluntary even report was received. Medwatch: mw5169201. Sus voluntary even report was received. Medwatch: mw5169202. Sus voluntary even report was received. Medwatch: mw5169203.

Event description:
Voluntary medwatch received states that a patient presented with over-sensing of noise noted on the patient's implantable cardioverter defibrillator. Further lead testing was recommended. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5169202 sus voluntary even report was received. Medwatch: mw5169203.